Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted because they were not feeling well. The patient's log files showed a decline and stabilization of pulsatility index (pi). The patient had an echocardiogram done and had an increase of speed. The echocardiogram showed no changes in the left ventricle and the aortic valve was opening all the time. A computed tomography angiography cta) showed no abnormalities in the outflow graft. The patient had a lactate of 2.4 and was dependent on inotropes. A decision was made to exchange the patient's pump. During the exchange there was a white tissue flap seen in the entrance of the ventricle where the inflow cannula was positioned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. Review of the log files provided by the account confirmed an overall decrease in pulsatility index (pi); however, a specific cause for this finding could not be conclusively determined. Furthermore, a direct correlation between (B)(6), and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 13¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 4¿ of the sealed outflow graft was returned detached from the pump cover outlet port. The sealed outflow graft bend relief was not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller event log file contained data from 20:59:15 on (B)(6) 2021 through 11:29:29 on (B)(6) 2021, per the timestamps. Average pi typically ranged from 3.3-7.6, with an overall, gradual decrease in pi observed over the course of the file. Despite this finding, the pump appeared to function as intended at the set speed. Additionally, the lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The hm3 lvas IFU lists potential adverse events, including peripheral thromboembolic event, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. Furthermore, the IFU provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. In reference to pulsatility index (pi), the IFU states that pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle). The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23feb2021. No further information was provided. The manufacturer is closing the file on this event.